Event description:
It was reported that air bubbles were observed within the canister. Reportedly, the customer loaded the cartridge with cold insulin. Customer performed a supply change to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered manual injections to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.